Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she went to the emergency room regarding her high blood glucose and low level of ketones. Customer's blood glucose at time of emergency room visit was 438 mg/dl. Customer was treated with IV insulin. Customer was not wearing the device at time of emergency room visit. Customer reported she had blood glucose of 478 mg/dl and took bolus to bring down blood glucose. Customer tested the blood glucose again and it was 599 mg/dl. Customer took another correction bolus and woke up with blood glucose of 478 mg/dl and high ketones. During troubleshooting, customer was assisted in performing the high pressure test, the test passed. Customer was advised to contact her healthcare professionals. Customer will not be returning the device for analysis.